Event description:
Partial deployment/incomplete opening of proximal end of the enterprise stent (vrd). This pt was undergoing stent placement. The enterprise stent (vrd) placed crossing the left basilar/posterior cerebral artery junction. The distal vrd markers did not separate from a constrained configuration once the device was fully deployed. Follow-up imaging showed complete opening of vrd markers. There was no report of pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.